Event description:
It was reported the patient became weakend from an mrsa pneumonia infecton (onset 2008) which infected the stimulation hardware. The devices had to be explanted before the beginning of the year in the next day. The patient had undergone gpi placement of the leads and stimulator to treat dystonia. Due to the explant, the device was never programmed. The patient remained very limber without twisting her neck at one month post-procedure. The patient did no want to be re-implanted at this time but will be kept in the movement disorder program with intensive rehabilitation services.